Event description:
Trial sizes of the implant were tested in the pt without problems, however, when inserting the actual stem, surgeon encountered fitting problems. Stem was removed and a different brand implant was used to complete the procedure. The procedure was delayed 2 hours. The device is used for treatment.